Event description:
Journal article received: intramedullary nailing versus submuscular plating in adolescent femoral fracture; ki-chul park, chang-wug oh, young-soo byun, jong-keon oh, hyun-joo lee, kyung-hyun park, hee-soo kyung, and byung-chul park; injury, international journal of the care of the injured (2012) 43: 870¿875; reported: a prospective, comparison study of intramedullary nailing and sub muscular plating in adolescent femoral diaphyseal fractures between 2006 and 2009. Intramedullary nailing involved synthes unreamed tibial nail or the device of a competitor; sub muscular plating was undertaken with a synthes 4.5/5.0-millimeter narrow or broad locking compression plate with at least three screws of fixation on each side of the fracture. There were 43 patients: 22 cases of intramedullary nailing and 23 of sub muscular plating (45 femora, including two bilateral fractures). The mean patient age was 13.9 years. Mean follow-up time was 21.8 months. In three cases of the sub muscular plating group, difficulty was reported in removing the locking plate and screws due to the stripping of the hexagonal recess and cold-weld threads of the locking screw head. One patient needed an additional procedure using a conical extraction screw. The plates of the other two patients were cut with a high-speed carbide tipped burr to remove the implant, resulting in markedly longer operation times and larger than expected incisions. There was one reported case of delayed union. All patients experienced excellent or satisfactory functional outcomes. The authors concluded that both intramedullary nailing and sub muscular plating yield good results with minimal complications when used to treat adolescent femoral fractures. This report is for unknown locking screws. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Date of event: 2011. This report is on unknown locking screws, part and lot numbers are unknown. Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.